Event description:
Caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the caller's blood glucose level, as values remained within the acceptable range. The customer was instructed by technical support to press the button firmly and was eventually advised that the pump would be replaced. The caller acknowledged these instructions and confirmed the shipping address for the replacement. The caller's current pump would continue to be used as a backup therapy until the replacement arrived, and they were instructed to allow the pump's battery to fully deplete before sending it back.